Event description:
A pt reported experiencing inaccurate erratic results with a otu meter. The pt's blood glucose results were 296mg/dl, 217 mg/dl. Tests were done within <10 minutes with a difference of 27%. Pt did not experience any adverse events. No further info has been reported. *note - in the potential medical tab it states that, "first test 296, took insulin and 2nd test 217 about 10 minutes later."